Manufacturer narrative:
Additional information : device manufactured between january 28, 2019 to january 29, 2019. The device was received for evaluation. The bag was cut at the fill port where the customer likely drained the contents. Unaided eye visual inspection was done and observed a tear at lower left edge of the bag. A functional test was performed and revealed a leak at the lower left edge of the bag approximately at the 250 ml area level. No leak at the port area was observed. Additional magnified inspection was performed which observed a tear/hole in the lower left edge of the bag where a leak was verified. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking at the port area. The leak was identified at the compounding center during preparation. There was no patient involvement. No additional information is available.